Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the integrated tube/cord set unitized p/n 80-1189; lot # unk was not received in the original packaged condition (had been removed from the package). Visual evaluation of the tube set revealed material consistent with biological debris (amber colored) on the surface of the white connecting plug. The exact origin of this material cannot be verified; however, since the product was not in the sealed package when received, it is likely that biological material was introduced to the plug in the clinical setting. The material is amber colored and a surface contaminate (can be wiped easily), as such it is not consistent with the reported ¿dirt¿. It is not likely that this material was introduced during the manufacturing process. However, this could not be verified. We will continue to monitor for this or similar complaint for this product and complaint description. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that there was dirt found on the connecting plug. The device in question was not used for the surgery. There was no adverse consequence to the patient and no additional information was provided by the hospital.